Event description:
An esophagogastroduodenoscopy (ECG) with argon plasma coagulation (apc) treatment on gastric arteriovenous malformations (avm's) was performed on an intensive care patient. The settings of the equipment were 65 watts with a 0.8 l/m gas flow. The patient was returned to the ICU for recovery, but later that afternoon a perforation was detected. Therefore, the patient underwent surgery and now appears stable. Per the co's records and the information provided by the account, the equipment was an argon plasma coagulator (apc) model 300 with an electrosurgical generator with endocut and argon model icc 200 (p.n.: 10128-205).